Manufacturer narrative:
H11: additional manufacturer narrative: . Based on the additional information obtained, the failure mode was due to endocarditis. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a 27mm 11400m mitral valve was explanted after an implant duration of one (1) month, and one (1) day due to endocarditis (staphylococcus lugdenensis) with severe stenosis. The patient presented with heart failure, fatigue, palpitation, and dyspnea. The explanted valve was replaced with another 27mm 11400m mitral valve. Per medical records, the patient presented with fevers and malaise. She recently had mvr done in m(B)(6) 2025. The patient underwent redo-mvr with a 27mm 11400m valve, tvr with 31mm mitris valve, repair of mitral annular abscess, and removal of ppm. Intraoperatively, the mv was completely overgrown with thrombus or vegetation. Post bypass tee showed new mv and tv valve were well seated with no pvl.

Manufacturer narrative:
H11: additional manufacturer narrative: attempts have been made to obtain product for evaluation. No device was returned. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a 27 mm 11400m mitral valve was explanted after an implant duration of one (1) month, and one (1) day due to endocarditis (staphylococcus lugdenensis) with severe stenosis. The patient presented with heart failure, fatigue, palpitation, and dyspnea. The explanted valve was replaced with another 27 mm 11400m mitral valve. Per medical records, the patient presented with fevers and malaise. She recently had mvr done in (B)(6) 2025. The patient underwent redo-mvr with a 27 mm 11400m valve, tvr with 31 mm mitris valve, repair of mitral annular abscess, and removal of ppm. Intraoperatively, the mv was completely overgrown with thrombus or vegetation. Post bypass tee showed new mv and tv valve were well seated with no pvl. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.